Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly the patient fell down without trauma. The component was broken and required revision.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient fell down without trauma. The component was broken and required revision.